Manufacturer narrative:
This event has been previously reported for ronyx40018ux and ronyx40034ux under MDR report number 9612164-2021-04699 and 9612164-202 2-00229. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A telescope guide extension catheter was attempted to be used during a procedure to treat a severely tortuous, severely calcified lesion in the mid right coronary artery (rca). There was no damage noted to the device packaging. The device was removed from the packaging per IFU with no issues noted. The devices were inspected before use with no issues noted. The device was prepped per IFU with no issues noted. The lesion was pre-dilated. Resistance was not encountered when advancing the telescope. Resistance was noted while advancing the stents to the lesion. Excessive force was not used. The telescope device was inserted in the vessel to aid the delivery of a resolute onyx drug eluting stent. There were no issues noted during insertion of the stent into the telescope. The stent was advanced out of the telescope and into the lesion but it failed to cross the lesion. It was reported that when attempting to pull the stent back into the telescope resistance was noted and it would not re-sheath. When resistance was felt, the whole system was then removed. The stent was then inspected and it was noted to be damaged at the proximal end. Another resolute onyx stent was attempted but the same issue occurred. A new telescope device was then tried but the same issue occurred again. It was stated that a total of five resolute onyx stents, one non-medtronic stent and two telescope devices were used, with the same issue occurring each time. Stent deformation occurred on all stents. It was later noted that one of the resolute onyx stents was potentially dislodged or deployed. The physician suggested that when trying to ¿re-sheath¿ the stent back into the telescope (outside the body), the stent got dislodged and the balloon was inflated outside the body or it is also possible that the device was successfully deployed and only the delivery system was returned. Another resolute onyx stent was noted to be dislodged outside the body, after it was removed. None of the stents were dislodged in the patient. Both dislodged stent devices were not kinked and re-straightened during use. No patient injury reported.